Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hrns) episodes and pacing impedance variation. The patient went to the emergency room and oversensing of non-physiologic noise on hrns episodes and a jump in rv tip to coil impedance were noted. Noise was unable to be reproduced on isometrics and pacing impedances had returned to previous range. Programming changes were made to the rv lead. Two days later, the patient had a transcatheter aortic valve replacement (tavr) and a rise in pacing impedance was observed during a post-op check the following day. It was further reported that the rv lead triggered another lia for sensing integrity counter (sic) and hrns episodes and an alert for noise. It was further reported that the right ventricular (rv) lead was capped and replaced. In addition the left ventricular (lv) lead exhibited high thresholds. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crtd implanted: (B)(6) 2022, 693565 lead implanted: (B)(6) 2018, 5076-52 lead implanted: (B)(6) 2007, evolutfx-34 transcatheter valve implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.